Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Braking/klick force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valve, significant deposits were found in the progav 2.0 and some deposits were found in the shuntassistant¿. Results: based on our investigation, we confirm that the valve was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx449t) was implanted during a procedure performed in 2019. According to the complainant, the shunt system was believed to be blocked and was difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 100 centimeters (cm). Weight: (B)(6). Gender: unknown.